Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle index procedure. Unknown hip. Reason for revision: unknown. Doi: (B)(6) 2008; dor: not revised (unknown hip). Note: request for supply dates only and no dates of revision therefore, a patient consent form does not need to be sent out.

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.